Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red skin irritation under one of the ECG electrodes. The patient's physician prescribed an antiseptic medication for the irritation. Follow-up indicated that the skin irritation had healed.